Event description:
It was reported that during a ptca procedure, the balloon catheter was inflated with no problems. When the balloon catheter was deflated, it was reported that it took "twice the normal deflation time". Upon removal of the devices, the guide wire was found to be stuck. Reportedly, there was no pt injury.